Manufacturer narrative:
Correction a4: patient weight was corrected. Correction d3 and g1: manufacturing site should have been st. Jude medical - neuromodulation (puerto rico, llc) and MFR 1 should have been 3006705815. Correction d4: device information has been corrected. Correction d6a: implant date has been corrected.

Manufacturer narrative:
Correction d6b: explant date was missing.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention was undertaken, and the system was explanted. The infection is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.